Event description:
The customer reported lines appear on cine play back images. Live cine images are ok. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the cine drive. System operates as intended. (B) (4).